Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a raw red open area under the electrodes. It was reported the garment was too tight and cutting into the patient's arms. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The patient's home health nurse recommended mupirocin 2% ointment and the patient's doctor suggested the equipment be removed until irritation improved. The irritation improved with the use of liquid band aids. Supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a raw red open area under the electrodes. It was reported the garment was too tight and cutting into the patient's arms. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The patient's home health nurse recommended mupirocin 2% ointment and the patient's doctor suggested the equipment be removed until irritation improved. The irritation improved with the use of liquid band aids.